Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g4; g7; h1; h2; h3; h6. Visual inspection of the returned product noted the instrument was fractured, confirming the complaint. The instrument was manufactured on mar 1, 2017, and therefore had possibly been in the field for approximately 3 years. Also noted wear and damage on the hex end of the driver. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during use. No further information is available at the time of this reporting.